Event description:
Patient receiving cvvhfd (continuous veno-venous hemodiafiltration) on new prismaflex crrt machine. Placed machine in recirculate mode so patient could go on road trip. When machine in recirculate mode it began alarming various alarms: unable to detect return pressure, effluent bag volume changing, blood pump malfunction, and blood detected in line.

Event description:
Patient receiving cvvhfd (continuous veno-venous hemodiafiltration) on new prismaflex crrt machine. Placed machine in recirculate mode so patient could go on road trip. When machine in recirculate mode it began alarming various alarms: unable to detect return pressure, effluent bag volume changing, blood pump malfunction, and blood detected in line.